Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the site with antibiotic solution before closure, not prescribing antibiotics pre-operatively, the patient not attending the post-op visit, using incorrect tools, and multiple tunneling attempts have been ruled out as potential causes. However, the patient engaged in physical activity following the procedure. The patient went out on a boat, lifted, and bended, causing the wound to open. Per freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200, "during the two weeks following surgery, care must be taken to ensure that appropriate healing secures the implanted neurostimulator and closes the surgical incisions: do not engage in rigorous physical activity such as twisting, bending, lifting heavy objects, or climbing." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.  The stimulator is used to treat pain. The cause of the reported issue is due to excessive twisting or stretching as the patient engaged in physical activity too soon post-op (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported popping open their pocket incision. Infection was present and antibiotics were prescribed. The patient was sent to a wound care clinic where they packed the incision and instructed the patient's family on how to pack the incision. The patient is doing better now and the wound is still healing.